Event description:
The customer reported that the sys had a corrupt hard drive which caused the thumbnails images to appear incorrectly and the sys to save images in the wrong location. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The smart power switch board and the hard drive were replaced and the cine drive was reformatted during the svc call. The sys was tested and found to be working as intended and put back into svc.